Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("major pelvic pain") and musculoskeletal pain ("increased, major muscle and joint pain, I could no longer walk") in a female patient who received essure (batch no. C61987). The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (I was already on treatment for migraines, I was taking it every day, too many headaches) and hernia. On an unknown date, the patient started essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), musculoskeletal pain (seriousness criterion medically significant), menorrhagia ("abundant menstrual periods more than once a month"), polymenorrhagia ("abundant menstrual periods more than once a month"), iron deficiency ("lack of iron"), migraine ("my migraines increased, my neurologist had me stop the treatment for migraines because I was taking it every day, too many headaches, and put me on laroxyl and doliprane"), fatigue ("general fatigue, constantly tired, exhausted, which causes slowing in my day-to-day life"), dry eye ("dry eyes"), disturbance in attention ("difficulty concentrating"), thyroid disorder ("thyroid imbalance"), stress ("my nerves are constantly on edge"), loss of libido ("I have not had a sex life for several months"), groin pain ("groin hurt"), paraesthesia ("pins and needles in the hands, feet, shoulder blades"), arthralgia ("hip hurt"), pain in extremity ("right leg hurt"), pain in jaw ("jaw pain") and paraesthesia oral ("pins and needles in her mouth"). The patient was treated with amitriptyline hydrochloride (laroxyl), paracetamol (doliprane), surgery (removal of the essure inserts is scheduled for (B)(6) 2017) and physical therapy (physiotherapy sessions). At the time of the report, the pelvic pain, musculoskeletal pain, menorrhagia, polymenorrhagia, iron deficiency, migraine, fatigue, dry eye, disturbance in attention, thyroid disorder, stress, loss of libido, groin pain, paraesthesia, arthralgia, pain in extremity, pain in jaw and paraesthesia oral outcome was unknown. The reporter provided no causality assessment for pelvic pain, musculoskeletal pain, menorrhagia, polymenorrhagia, iron deficiency, migraine, fatigue, dry eye, disturbance in attention, thyroid disorder, stress, loss of libido, groin pain, paraesthesia, arthralgia, pain in extremity, pain in jaw and paraesthesia oral with essure. The reporter commented: appointment with her neurologist on (B)(6) 2017, allergy specialist on (B)(6) 2017 and gynaecologist on (B)(6) 2017. Blood tests done and consultation with her neurologist done. She consulted a neurosurgeon to see whether the two hernias she had could be the cause of her pain and he said no. She had an emg (electromyography) of the upper and lower limbs, which found nothing. She had a bone scan on (B)(6) 2017, and she will be in day hospital for an infusion of iron and vitamin b, with bone density tests on (B)(6) 2017. Diagnostic results: emg (electromyography) of the upper and lower limbs: nothing. Bone scan on (B)(6) 2017. Bone density tests on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot c61987 expiration date 31-may-2017 production date: 29-may-2014 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced major pelvic pain and increased, major muscle and joint pain, she could no longer walk. The removal of the essure inserts is scheduled. The event major pelvic pain is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required (scheduled). Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information will be available.